Event description:
A us distributor contacted zoll to report that a (B)(6) pt experienced an inappropriate defibrillation event consisting of seven shocks. Motion artifact contributed to the false detection. The response buttons were pressed intermittently during the event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt sn (B)(4): (B)(6) 2012. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trail g960083 ((B)(6) per pt-month with (B)(6) confidence). (B)(4).